Event description:
It was reported the patient though their patient programmer or their implantable neurostimulator (ins) was not functioning correctly because they no longer saw the programming information they used to see. The patient was no longer able to access group a and b when they used the programmer for the first time since they met with their healthcare professional (hcp) two months prior to this report. The patient stated that no programming changes were made and the groups just disappeared from the programmer. A day after this report, the patient met with a manufacturing representative. The manufacturing representative programmed the scheduled therapy onto the ins and then the amplitudes for supine position for the night scheduled therapy. When the manufacturing representative pressed exit on the clinician programmer the ins went to group a, which had higher voltages. Since the patient was still in the supine position they had an overstimulation sensation. Follow up with the manufacturing representative indicated that no additional troubleshooting was done. The cause of the event was determined to be the ins going from group a to group b when the manufacturing representative exited out of the current programming session. The patient was doing fine and there was at least a 50 percent reduction in symptoms.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension, product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found normal end of life. The telemetry and output were okay.